Event description:
It was reported that patient with this artificial urinary sphincter (aus) experienced incontinence. The physician wanted to swap the patient's balloon to a higher-pressure balloon. The aus was explanted and replaced. There were no further patient complications.